Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when you "create" the left torso pad, the connecting piece of pad was aborted to the blue supply line; as a result, a new set of pads were used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when you "create" the left torso pad, the connecting piece of pad was aborted to the blue supply line; as a result, a new set of pads were used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when you "create" the left torso pad, the connecting piece of pad was aborted to the blue supply line; as a result, a new set of pads were used.

Manufacturer narrative:
Received 1 used and 3 unused arctic gel pads with the original unit labeling. During visual inspection, it was noted on the left chest pad that one of the manifold connectors was broken, and a part of the broken manifold connector continued inside of the tubing. The other pads were reviewed and no damage or manufacturing issues were noted. The reported issue was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "cautions: do not place any positioning devices under the pad manifolds or patient lines. Directions for use: attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad; once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when you "create" the left torso pad, the connecting piece of pad was aborted to the blue supply line; as a result, a new set of pads were used.